Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No physical damage was observed. Functional testing was performed, and a faulty lock sensor was found. The customer's indicated failure was replicated, and the root cause was the lock sensor, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a system fault "2003" error occurred. There was patient involvement, but no patient harm/adverse event reported.